Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to e2, e3 of the initial medwatch. The device was returned to olympus for inspection, and the customer's complaint (missing eto pin on air valve unit/ leak port was damaged.) Was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation chip/scratch on distal end plastic cover, a crack on a-rubber glue. The following were observed with scratches light guide (lg), and video cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing, after an unspecified diagnostic procedure, the cysto-nephro videoscope leak port was damaged. There was no report of patient harm.

Manufacturer narrative:
The device has been received; however, the estimation has not been completed as of date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.